Event description:
It was reported on (B)(6) 2012, a 21mm trifecta valve was implanted. On (B)(6) 2021, an echocardiogram was performed and no problems with the valve were noted. On (B)(6) 2022, the patient presented to the hospital due to difficult breathing. An echocardiograph was performed and noted increased gradient (5.04m max pg 101.6 mean 70.3), severe stenosis and mild leak. On (B)(6) 2022, the tavi procedure was performed and an unknown valve was implanted. The patient is reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of aortic stenosis was reported. A returned device assessment and histopathological examination could not be performed as a valve-in-valve was performed so device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on 22 march 2012, a 21mm trifecta valve was implanted. In june 2021, an echocardiogram was performed and no problems with the valve were noted. In january 2022, the patient presented to the hospital due to difficult breathing. An echocardiograph was performed and noted increased gradient (5.04m max pg 101.6 mean 70.3), severe stenosis and mild leak. On 18 march 2022, the tavi procedure was performed and an unknown valve was implanted. The patient is reported to be in stable condition. Subsequent to the initially reported information, it was discovered that there was an error on the initial report. The implant date of the 21mm trifecta valve was (B)(6) 2012. On imaging, the trifecta valve showed that the right coronary cusp was thickened. However, no calcification of the valve was noted by echocardiography. The patient had no comorbidities or pre-existing medical conditions. No past medical history of chronic renal insufficiency.